Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred beforehand. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by cts in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support again if the issue reappears.